Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for longer duration and more frequently than previous. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.